Manufacturer narrative:
Citation: transcatheter valve-in-ring implantation for the treatment of residual or recurrent tricuspid valve dysfunction after prior surgical repair. Jacc : cardiovascular interventions (2017) vol . 10, no. 1, doi 10.1016/j.jcin.2016.10.036 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the off-label use of transcatheter bioprosthetic valves in valve-in-ring implantations to treat tricuspid valve dysfunction after previous surgical repair. All data were collected as a registry from multiple centers. The study population included 20 patients (gender was not specified, age 5-69 years), 3 of which were implanted with medtronic melody transcatheter bioprosthetic pulmonary valve. It was reported that 2 patients had previously been implanted with a medtronic contour band and 1 had been implanted with a medtronic sculptor ring (serial numbers not provided). Among the patients implanted with a contour device, adverse events included mild to moderate paravalvular leak (pvl) treated with valve in ring implant. No additional adverse patient effects or product performance issues were reported.